Event description:
It was reported that intermittent loss of capture was observed the morning after implant on the right ventricular (rv) lead. Lead measurements were optimal at implant and were identical during a device check the day after implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator: (B)(6) 2013. (B)(4).